Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a scratches on the screen which affect the ability to read the screen. The customer¿s blood glucose level was unknown. Customer stated that the rewound on the insulin pump slower than the past. Customer stated that the battery life was diminished from the day when they received the insulin pump. Customer also reported that there was a crack around the reservoir house and opening. The insulin pump will not be returned for analysis.